Event description:
The customer observed a falsely elevated architect stat troponin-I result on a female patient . The result was released out of the lab. The customer¿s procedure is to rerun first time critical results. The repeated results were lower. The following data was provided: sid=(B)(4) all results from (B)(6) 2022. Initial reported result ran on architect I sn (B)(4) = 0.128 ng/ml. Repeat result on same analyzer = 0.000 ng/ml. Result = 0.000 ng/ml when repeated on alternate abbott analyzer (B)(4) redraw 1 hour later result was 0.00 ng/ml ran on the alternate abbott analyzer (B)(4). Normal range = female < 0.013 ng/ml. Normal range = males= <0.033 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 32533un22 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. The overall performance of architect stat troponin-I was reviewed using field data from customers worldwide. The median patient population result for lot 32533un22 is comparable with all other lots in the field and confirms no systemic issue for the lot. Based on our investigation, no systemic issue or deficiency with the architect stat troponin-I reagent for lot 32533un22 was identified.